Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that two oblique l-plates broke during a procedure to treat a zygoma fracture/ mid-face. The first plate was already implanted and the surgeon was pushing it to bend it when it broke in half. One half of the plate was recovered and the other half went down the suction device and was retrieved from the filter. The surgeon was bending the second plate outside of the patient when one of the edges broke right at the screw hole. The event resulted in a 2-3 minute delay. The broken devices were removed easily without additional intervention. The procedure was completed successfully without patient harm this is report 2 of 2 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A pd evaluation was conducted. The report indicates that the two 1.3mm ti oblique l-plate, 3x4 holes - left were received for evaluation with complaint category "broken: intraoperatively¿ and complaint description, "it was reported that two 7 hole oblique l-plates broke during a procedure to treat a zygoma fracture/ mid-face. The first plate was already implanted and the surgeon was pushing it to bend it when it broke in half. One half of the plate was recovered and the other half went down the suction and it was found in the filter. The surgeon was bending the second plate outside of the patient when one of the edges broke right at the screw hole. The event resulted in a 2-3 minute delay. Removed broken devices easily without additional intervention. The procedure was completed successfully without patient harm. This complaint involves two devices.¿ the returned l-plates were received as complained ¿ broken. One plate was broken in two pieces; the second plate was broken through one of the holes. Product drawing (421_052, rev d, ¿l¿ plate 1.3mm, 4x3 left, midfacial module) was reviewed during this evaluation. No drawing discrepancies were identified. The root cause of the failure is fatigue related to bending. The design is determined to be adequate for its intended use and the complaint invalid from a design perspective. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.